Manufacturer narrative:
This is a final report. No investigation will be conducted. The test strips the customer was attempting to use are expired. The precision xtra meter will display an e-6 message with the use of expired test strips. Customer did not use product according to label copy.

Event description:
Customer reported receiving an error (e-6) message on the display of her precision xtra blood glucose meter. She further reported that due to the error message she experienced diaphoresis and polydipsia. Customer self-presented to a local healthcare facility where she was diagnosed with hyperglycemia and treated with an intravenous infusion of unknown type and insulin. Customer additionally self-treated by taking her usual diabetes medication glipizide. There was no report of death or permanent injury associated with this event.